Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to dirt, dust, or foreign material adhered to the electrical contacts at scope connector, and connection was not proper resulting in temporary electrical contact failure. The event can be detected/prevented by following the instructions for use in: pcf-h290zi IFU: operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a noisy image. There was no patient involvement.